Manufacturer narrative:
The device was explanted from the pt and another iskb lengthener was implanted.

Event description:
Provided information states that after implantation of the device, the lengthener stopped distracting during treatment.